Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed.